Event description:
It was reported the lead "microdislodged" and showed sensing difficulty and threshold increase. A lawsuit further alleged that there was a lead fracture, that the patient "experienced inappropriate and/or excessive shocking". The lead was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the lead "microdislodged" and showed sensing difficulty and threshold increase. Further alleged that there was a lead fracture, that the patient "experienced inappropriate and/or excessive shocking". The lead was explanted and replaced. No further patient complications were reported as a result of this event.